Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. Time between testing inratio2 and lab was 20 minutes. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.5, reference: 1.8, mean: 2.15, confidence limits: 1.4 - 3.1. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported additional results from different dates of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Product performed as expected. As of (B)(4) 2012, (B)(4). Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).